Manufacturer narrative:
The device directions for use states: "always advance or withdraw the guide wire slowly and carefully. Never advance, auger, withdraw, or torque a guide wire which meets resistance. Resistance may be felt and/or observed under fluoroscopy by noting any buckling or prolapse of the guide wire tip. Excessive force against resistance may result in damage to the guide wire, such as separation of the guide wire tip, damage to the interventional device, and/or vessel perforation. Determine the cause of the resistance under fluoroscopy and take any necessary remedial action."

Event description:
It was reported in 2007 during an embolization procedure of the anterior cerebral artery: "the guidewire holder was flushed with saline. When the guidewire got out of the guidewire holder, no defect was found." During insertion of the guidewire into the microcatheter, resistance was met. After removing the device, it was noted that the coating was peeled. Flush was performed continuously throughout the procedure and a torque device was used. The procedure was completed with a different device. There were no patient complications and the patient condition was reported to be good.